Event description:
(B)(4) clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2012, the subject presented and underwent cardiac catheterization which revealed a de novo lesion located in the proximal right coronary artery (rca) with 99 % stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The physician treated the target lesion with pre-dilatation and placement of a 3.00 mm x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. One day post index procedure, the subject was discharged on aspirin and clopidigrel. In (B)(6) 2013, the subject was presented due to unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. One day post hospitalization, the 99% stenosis located in the proximal rca was treated with balloon angioplasty with placement of a 4.0 mm x 38 mm non-bsc drug eluting stent with 0% residual stenosis.the following day, the event was considered as resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).